Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that the pt underwent a hip resurfacing with a durom cup on (B)(6) 2007. It is also reported that due to femoral neck fracture pt underwent right total hip arthroplasty on (B)(6) 2007.